Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
It was reported that during a thoracic lead replacement procedure, the neuromonitoring associate noted a decrease in patient's motor activity and the case was aborted. Post procedure, the patient had no remaining neuromotor deficits.

Manufacturer narrative:
Correction section d6b - date of explant: the date of explant should have been blank rather than (B)(6) 2024.

Event description:
Additional information was received that the patient's lead was remains implanted and providing therapy for the patient.